Event description:
A customer reported a cartridge alarm 20 during the load process of their insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support confirmed consecutive cartridge alarms and resolved the issue by deciding to replace the pump. The customer was advised to switch to multiple daily injections as a backup therapy and was informed that the replacement pump would come with updated software. The customer was provided with instructions on putting the old pump into storage mode and returning it to tandem within ten days to avoid charges. The delivery was confirmed without a signature requirement, and the customer acknowledged the need to transfer pump settings and connect their cgm to the new pump.